Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the packaging had been opened. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the overpouch of an interlink extension set was open. This was noted before use. There was no patient involvement. No additional information is available.